Event description:
International affiliate reports the implanted valve did not control intracranial pressure as expected and the device was explanted. Also reports the valve's plastic case appeared to be damaged.